Event description:
It was reported that inadequate seal occurred.a left atrial appendage (laa) closure procedure was performed. A 30mm watchman laa closure device was implanted with no leak noted around the device. A 45 day follow up transesophageal echo (tee) was performed and again no leak was observed. At the 1 year follow up, tee revealed residual blood flow around the closure device; however, the size of the leak was not provided. There were no patient complications reported. No additional information is known at this time.